Event description:
It was reported that the system 9800 failed to initialize causing delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an eval and the malfunction was verified. It was determined that the lemo connector had pins which were pushed in and not making contact. The connector and the system interconnect cable have been ordered and will be installed by the in house biomed department. No further problems are anticipated once the replacement is made. An add'l report will be generated and submitted if further info becomes available.